Event description:
Patient with therapeutic home inrs. Patient taking home medications of asa and coumadin as ordered. Patient baseline ldh 200-250¿s. On (B)(6) 2017 home ldh 1737 not reported until (B)(6) when ldh was 3087. Patient consulted via phone for urgent admission. Admitted (B)(6) with ldh 961. Patient denies dk urine. No lvad alarms noted on interrogation. Heparin drip started. Ldh slowly trending down.

Event description:
Pt's driveline repaired on (B)(6) 2017 after pump stop events. On (B)(6) 2017, pt's heartmate ii had power spikes and pump stops despite prior repairs. Emergent exchange was performed on (B)(6) 2017 for an heartmate ii due to mechanical dysfunction.